Manufacturer narrative:
Evaluation summary: one device was received for evaluation. Visual inspection found the device seal plate was separated away from the jaw. There was no missing piece on the damaged seal plate. Visual inspection also noted that the device cord plug was cut off and not returned. The reported condition was confirmed. The investigation found the jaw seal plate was delaminated away from the jaw. Further investigation found a dent on the delaminated seal plate. The manufacturing engineer was notified and determined the jaw seal plate delamination likely occurred when the user came into contact with a hard object or metal. The investigation identified the root cause of the reported event to be user error. The instructions for use(IFU) warns to avoid grasping objects, such as staples, clips, or encapsulated sutures in the jaws of the instrument. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the device bottom jaw was delaminated and was not detached from the device. A new device was opened and used to complete the procedure. There was no patient injury. Initial investigation found that the device seal plate was separated away from the jaw. There was no missing piece on the damaged seal plate.